Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. The reason for call was pt called in wanting to know what they can do and what they cant do with their scs, pt wanted to know what they could deal with. Pt noted they would not have got this ins implanted if they knew about what they could and could not do. Pt was escalated during call. Pt noted they went to get an MRI for they thought the ins moved but the ER could not do it since the ins had been a "real ride." When asked for an event date pt noted they did not know and the pt was told they did not know how to do it a while back. Pt noted they did not like their ins for pt thought the ins was no big deal but that was not the case and pt wanted to know what to do. No symptoms were reported.

Manufacturer narrative:
H6: previously reported annex f code f26, annex e code e2403 are no longer applicable to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated that ins moved, was not confirmed pt said they met with mdt rep. Two times at hcp's office. The first time, something wrong with battery. Pt did not have all their equipment with them and pt turned off stimulator. Pt said they had turned off their stimulator and had not gone back to see hcp. During the appointment, the therapy pinched the pt real bad high up in back. Pt said when the therapy was adjusted higher by the rep. The pinching got really bad. Pt was sent home with therapy on and then woke up with worst headache and back hurting so bad. Pt turned therapy off and pt said they felt better after it was turned off. Pt said their head felt weird the next morning. Pt said they dealt with the pinching for over a year before seekinghelp from rep. And pinching had not gone away after help from rep. Pt just turned off therapy because of pinching. Pt mentioned they were not able to get therapy and had just turned their spinal cord stimulator(scs) off because they "don't want it anymore." Pt said they were unaware of the source of the issue and pt said they had not gone back for a second appointment with hcp and rep. Pt said if their therapy was off, they were okay.